Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The reported malfunction was observed during review of pictures provided by the customer. However, the reported problem could not be duplicated. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The pace/defib engine was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device would not continue to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing the device was unable to switch to pads mode. Complainant indicated that there was no patient involvement in the reported malfunction.